Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 56.5cm was returned for analysis. External insulation abrasion was noted at 13.7-14.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 44.4-44.5cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 6.9-7.4cm from the distal tip. The etfe coating was intact at these locations.